Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates detail of product. Associated item # 00771301200 item name: modular femoral stem press-fit plasma sprayed cementless size 12.5 lot # 61998319; associated item # 00875705402 item name: shell with multi holes porous 54 mm o.d. Size jj for use with jj liners lot # 61985845; associated item # 00875101136 item name: liner neutral 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell lot # 61995856. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that approximately 6 years and 2 months after a right total hip arthroplasty the patient being monitored due to pain and limited mobility. It has been also reported clicking and popping.